Manufacturer narrative:
The olympus keymed investigation has been completed. The castor becoming loose initiated the failure sequence. There is no evidence of whether the castor security checking as defined in the maintenance and repair manual was followed. The mechanism causing the castor to come loose is unknown; therefore the true root cause cannot be determined at this time. There were no reports of injury to patient or user. This is the initial and final follow up report. However, if any new information is received the case will be reopened and investigated further.

Event description:
The bolt on a castor broke from the base frame of a wm-np2 workstation. The castor was replaced on (B)(6) 2018 and was carried out according to the service manual. Nobody was hurt.